Manufacturer narrative:
No product has been returned for investigation as no product malfunction alleged. Event was found during literature review. No root cause can be determined at this time. Literature review: potential adverse events and complications "as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery."

Event description:
During literature review it was identified that a patient underwent a 2-level anterior column realignment. Approximately one year post-index procedure, patient experienced proximal junctional kyphosis due to proximal junctional screw pull-out, requiring extension of posterior instrumentation from t12 to t9. Patient also sustained a posterior surgical wound infection requiring irrigation and debridement. No information available on posterior instrumentation used.

Event description:
Updated information to include new information.

Manufacturer narrative:
The complaint was created from a literature review article and radiographs provided did not confirm complaint. Based on the information provided the root cause of the issue is unknown, but may be the result of the patients bone quality, implant size and placement, post-operative physical activity or patient related factors. The reported posterior site infection was not identified as a nuvasive procedure. Labeling review: "...potential adverse events and complications potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union, fracture of the vertebra, neurological, vascular or visceral injury, metal sensitivity or allergic reaction to a foreign body, infection, decrease in bone density due to stress shielding.." "...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone..." "...these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant..." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." "...contraindications include, but are not limited to: 4. Patients who are unwilling to restrict activities or follow medical advice. 5. Patients with inadequate bone stock or quality. 6. Patients with physical or medical conditions that would prohibit beneficial surgical outcome. 7. Prior fusion at the level(s) to be treated..." "...post-operative warnings during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically post-operatively, using appropriate radiographic techniques..."